Manufacturer narrative:
On 12-dec-2023, product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Sparks flew on/around the power cord 25 cm from the plug - oral-b [device catching fire] case narrative: male consumer via phone stated that sparks flew on/around the power cord 25 cm from the plug of their oral-b irrigator. No injury was reported. On 03-nov-2023 case update: the suspect product lot was a216. No injury was reported.

Event description:
Sparks flew on/around the power cord 25 cm from the plug - oral-b [device catching fire] case narrative: male consumer via phone stated that sparks flew on/around the power cord 25 cm from the plug of their oral-b irrigator. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.